Event description:
Upon return of the complaint device for examination and the attached questionnaire, the surgeon suspects an overdrianage of the shunt system and reports difficulty adjusting the valve. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturer evaluation: visual inspection: the following observations were made during the visual inspection: no defects or abnormalities are detected. Permeability test: the test showed that both valves are permeable. Computer control test: the computer controlled test has shown the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position, to be 2.34 cmh2o. This is not within the specified tolerance of 8 cmh2o ± 3 cmh2o. An applied pressure of 8 cmh2o, with the device in the horizontal position is expected to have a resultant opening pressure of 8 cmh2o ± 3 cmh2o. Additional testing did not significantly change the results. According to our results, we can confirm an accelerated outflow of the test liquid. Additionally, the shuntassistant was tested according to standard procedure in the vertical position. At a fixed opening pressure of 20 cmh2o in the vertical position, a pressure of 20 cmh2o +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant had a pressure of 18.58 cmh2o. This is within the specified tolerance of 20 cmh2o +4/-2 cmh2o. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated valves were compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valves. After dismantling of the valves, some deposits were found in both valves. Results: based on our investigation, we are able to substantiate the clinical claim of "over-drainage". However, we could not confirm the "adjustment difficulties" during our investigation. We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
When following /additional informations are provided, a supplemental report will be submitted.

Event description:
It was reported that there was a problem with a progav 2.0 shunt system. The surgeon suspected a blockage of the valves. No further information are available.